Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the end of the thunderbeat broke off during laproscopic hyster procedure. It was not known if the unit detached inside or outside of the patient. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the issue occurred due to a stress problem. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer